Event description:
It was observed during device evaluation, that the instrument channel of the gastrointestinal videoscope was damaged and a forceps could not be inserted. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the damaged instrument channel was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.